Event description:
A permanent pacemaker was placed on 9/16/92 due to syncope with known sick sinus syndrome, tachy/brady arrhythmias, and recent multiple syncopal spells, mild coronary artery disease. The pacemaker generator used was a medtronic 8424 legend serial number 2p1005525h. On 9/22/92, the patient had a syncopal episode at home and was brought to the hospital by ambulance. She was found to be bradycardic without capture of her pacemaker, but was able to get back into intermittent capture by increasing the output of the pacemaker. Lead revision occurred on 9/23/92.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: other. Conclusion: device was out of spec in a manner that relates to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. Invalid data - on device destroyed/disposed of status.